Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump erosion through scrotum. The ipp was explanted, surgical site was washed out and the device was replaced with a tactra. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).